Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device gave a "check the lever plunger" alarm. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
Other, other text: additional information h6, h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the battery door, both plunger cases, and the keypad support lens were cracked. A review of the event history log (ehl) identified check clutch/plunger lever. During the functional testing the reported issue was able to be duplicated. Normal wear of the lead screw and clutch halves. The root cause of the issue was due to normal wear as the components were over 5 years old. Replaced lead screw, clutch spring and both clutch halves. Performed preventative maintenance, occlusion test and all functional tests which passed., corrected data: d1, g5.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement. Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.